Manufacturer narrative:
The returned valve was originally reported as an unknown delta valve, however a strata nsc lp valve was received. The valve met the requirements for patency and leak testing. The valve was returned at pl=1.0 and the valve was not adjustable; therefore all other testing was precluded. Proteinaceous debris was noted within the interior of the valve and was also noted on the internal components of the cassette housing subassembly. Proteinaceous debris was observed between the beams of the return spring which could cause a malfunction of the return spring and result in non-adjustment of the mechanism. The ruby ball was observed to be adhered to the cassette housing cap due to proteinaceous debris. It should be noted that the ruby ball component is normally free floating within the valve mechanism. All internal components were present and found to be in acceptable condition. The instructions for use that accompany the device caution that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was explanted on (B)(6) 2015, due to debris and that it was not functioning properly. According to the report, there was no injury to the patient.